Event description:
Customer reported the system continuously produced x-rays and had to be unplugged to stop it. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 5v power supply cable and adjusted the 5v power supply. System operates as intended.